Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. Based on the complaint description, the reported incident of a patient experiencing thrombus post procedure cannot be confirmed based on the nature of the event. As a device evaluation could not be performed, a root cause for the event cannot be determined. A review of the device history records via ship history report was performed for the packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, states, "the potential complications include but are not limited to the following: vessel perforation, thrombosis, pulmonary embolism, phlebitis, hematoma, infection, skin pigmentation alteration, neovascularization, paresthesia due to thermal damage of adjacent sensory nerves, anesthetic tumescence, non-target irradiation, hemorrhage, necrosis, dehp exposure, skin burns and pain" as reported, antiplatelet (blood thinner) was given to the patient by the physician to try and resolve the event. Hardware review this disposable device has a related hardware unit. A review of the account's laser unit (s/n (B)(4)) noted that the unit has not had any issues, servicing, repairs or upgrades around the time of this complaint. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint #(B)(4).

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. The results of the device evaluation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018, a patient underwent an evlt procedure in which there were no reported device malfunctions or patient complications. It was reported that during a 1 week follow up appointment, the patient experienced a dvt. The dvt was found via ultrasound. It was reported the disposable device is not available for return to the manufacturer for a device evaluation as it was disposed of by the user.